Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella 5.0 pump inserted in the right axillary for cardiomyopathy. It was reported that the patient developed an access site bleed. As a result, blood products four units of red blood cells were administered. Heparin was also removed from the temporary purge solution. A CT showed no re-bleeding, and heparin was added again. No surgical procedure was performed. No further information was provided.